Event description:
The physician was attempting to advance an integrity rx drug eluting stent to a severely calcified lesion. The device could not cross the lesion and the stent was deformed. The physician withdrew the device and treated the target lesion by ballooning. No clinical sequelae were reported.

Manufacturer narrative:
Evaluation codes, results: patient's condition affected effectiveness of device (lesion morphology) severe calcification evaluation codes, conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) severe calcification. (B)(4).